Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 90 mm in diameter abdominal aortic aneurysm approximately three years ago. At implant, the aortic neck diameter was 22mm and angulated 51 degrees; neck length was 31mm. It was reported that during a routine scan, there was evidence of a type v endoleak noted, which was not observed in previous scan date. Aneurysm morphology described as a saccular aneurysm with neck diameter of 24mm and angulation of 45 degrees; neck length was 32mm; maximum aneurysm diameter was 103mm; diameter of right femoral was 9mm and 8mm for left femoral. The patient has not been treated. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak).